Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, user had two devices in which the first clip came out and did not form correctly. Then the trigger locked up. They had to open another one to complete the case. There were no patient consequences reported.